Event description:
The hcp reported that the pt had anxiety and agitation and was admitted to the hospital with a possible diagnosis of serotonin syndrome. The hcp believed the fentanyl in the pump was contributing to the pt's condition and wanted the pump stopped. The hcp did not have a programmer. The number to page the local medtronic rep was provided. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.